Event description:
Had given a patient an antibiotic and followed it with a flush. When flush was done, the pump stopped and read biomed failure. IV pump was taken down and replaced with another pump. Medication went in over the appropriate amount of time so did not need to intervene except to remove pump and fill out incident report.did reprogram pump afterward to see if it would repeat the same warning but it did not.====================== manufacturer response for infusion pump, syringe, infusion pump, syringe======================awaiting response